Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was dropped and the touchscreen is now unresponsive. Reportedly, the touchscreen does not illuminate by pressing the wake button or by plugging the pump into a power source. Customer's blood glucose level was 200 mg/dl. Customer delivered a shot with a novolog pen, and stated they will continue to use insulin pens for insulin therapy.